Manufacturer narrative:
For the 2 reported event, 1 lot number was provided, and lot history review. Of the 2 reported event, 1 sample was not returned, therefore, investigation for the sample not returned is inconclusive. One sample was returned for evaluation. Failure to cycle and difficult to remove was not identify for the device. Therefore, the investigation of the reported event is inconclusive. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model f14105us. Biopsy instrument allegedly failure to cycle and difficult to remove. These reports were received from various sources. All two events had no reported patient injury. Both patient age range from 36-55 years old, weight range from 125-145 lbs, and both patients were female.